Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on ((B)(6) 2018)') in a female patient who had essure inserted for female sterilization. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g2 p2-0-0-2 with 2 prior vaginal deliveries), gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("left essure coil in uterine cornua / no essure coil noted to be in the left fallopian tube."), uterine haemorrhage ("abnormal uterine bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device expulsion, uterine haemorrhage and allergy to metals outcome was unknown. The reporter considered allergy to metals, device expulsion, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via mr: pelvic pain and left essure coil in uterine cornua / no essure coil noted to be in the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: mr received. New reporter, date of birth, medical history added. Event medical device removal was updated to pelvic pain.new events added: left essure coil in uterine cornua / no essure coil noted to be in the left fallopian tube, abnormal uterine bleeding and nickel allergy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed: yes') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. R-12542477,l-a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g2 p2-0-0-2 with 2 prior vaginal deliveries), gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("left essure coil in uterine cornua / no essure coil noted to be in the left fallopian tube."), uterine haemorrhage ("abnormal uterine bleeding"), allergy to metals ("nickel allergy"), road traffic accident ("I had a car accident") and lower limb fracture ("I broke my knee"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device dislocation, uterine haemorrhage, allergy to metals, road traffic accident and lower limb fracture outcome was unknown. The reporter provided no causality assessment for lower limb fracture and road traffic accident with essure. The reporter considered allergy to metals, device dislocation, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via mr: pelvic pain and left essure coil in uterine cornua / no essure coil noted to be in the left fallopian tube. Most recent follow-up information incorporated above includes: on 12-jan-2021: irms form received : events- "I had a car accident, I broke my knee", lot number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 12542477,a22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (g2 p2-0-0-2 with 2 prior vaginal deliveries), gravida ii and parity 2. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation ("left essure coil in uterine cornua / no essure coil noted to be in the left fallopian tube."), uterine haemorrhage ("abnormal uterine bleeding"), allergy to metals ("nickel allergy"), road traffic accident ("I had a car accident") and lower limb fracture ("I broke my knee"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy). Essure was removed on 10-jun-2016. At the time of the report, the pelvic pain, device dislocation, uterine haemorrhage, allergy to metals, road traffic accident and lower limb fracture outcome was unknown. The reporter provided no causality assessment for lower limb fracture and road traffic accident with essure. The reporter considered allergy to metals, device dislocation, pelvic pain and uterine haemorrhage to be related to essure. Concerning the injuries reported in this case, the following one was reported via mr: pelvic pain and left essure coil in uterine cornua / no essure coil noted to be in the left fallopian tube. Lot number: 12542477, manufacture date: 2012-08, expiration date: 2014-08; lot number: a22178, manufacture date: 2012-06, expiration date: 2015-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.